Manufacturer narrative:
Investigation details: the seal and tension spring was not returned. The hospital returned only the delivery device. The complaint cannot be confirmed based on how the device was received. The lhr review was completed, and there was no non-conformance associated with this lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass grafts surgery, six heartstring seals were cracked out of the package. The hospital reported that sutures may have been used to complete the procedure. No other pt complications were reported by the hospital. This report is for the sixth and last seal that cracked.